Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a decrease in sensing so the lead was capped and replaced. No visible defects on the lead. Patient condition was good.